Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the bovie pencil stayed activated after the physician released the button. The patient sustained a small burn to the right chest and a surgical tech also sustained a small burn to the right middle finger while attempting to pick up the pencil. Both burns were superficial to the skin. The patient burn was close to the incision line and was incorporated into the closure of the incision. There was no evidence of a burn after closure. The srugical tech received minor first aid for the finger burn. The incident pencil was received in a professional hospital supply custom pack catalog #656563, lot# 1195245. Additional reference: customer medwatch rpt# (B)(4).

Manufacturer narrative:
Covidien reference#: (B)(4). Date of followup report: 01/30/2016. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.